Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination found no issues with the markerbands or tip of the device. A visual and tactile examination found no damage or issues with the shaft of the returned device. No other issues were noted with the device during analysis.

Event description:
Reportable based on device analysis completed on 07-jun-2019. It was reported that balloon inflation failure occurred. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the balloon would not stay inflated and the contrast kept going back into the inflator. The procedure was completed with a new balloon and with the same inflator. No patient complications were reported. However, returned device analysis revealed balloon pinhole.